Event description:
Diabetic ketoacidosis[diabetic ketoacidosis]. Case description: a physician reported that a pt with type I diabetes, who was introduced to novolog penfill insulin (insulin aspart) and an induo insulin doser for diabetes in 2002, developed diabetic ketoacidosis and was hospitalized for one night. The pt switched from a humalog pen to an induo insulin doser with novolog penfill in 2002, and was hospitalized with ketoacidosis one week later. Pt had no infection at the time, and the physician believes that the induo caused the event by failing to deliver any insulin. The pt discontinued treatment with the products in question after they were discharged from the hosp, resumed using humalog, and has had no additional difficulty. The physician was unable to provide any hba1c values. In subsequent contact with the pt they stated that they awoke on the day in question with a fasting blood glucose level of 500 mg/dl. Pt ate two slices of toast and administered their morning injection of 30 units of novolog insulin with the induo. Pt did not perform an air shot. Two hours later their blood glucose meter read "high" and pt administered another 30 units of insulin with the device, without performing the air shot. At 12:15, prior to eating lunch, the pt's glucose meter read "high" and they administered 30 units of novolog insulin without performing the air shot, and omitted lunch. The pt began to vomit at that time. Before dinner that evening the pt's glucose meter read "high" and their spouse took them to the emergency room, where the pt's blood glucose level measured 700 mg/dl. Pt was admitted to the hosp for one night and was treated with an intravenous drip of regular insulin (brand unknown) and recovered. The pt resumed using humalog after discharge, and discarded the suspect products. Pt did not make any changes to diet or activity, experience any illness, infection or increased stress or start any new medications prior to the onset of the events. Pt was unable to provide any hba1c values. Pt did not perform any air shots or the function check during the week that they used it. Pt did not open the slide on the induo. The pt had received training in their physician's office on the use of the device and pt was able to execute an air shot. The physician's assistant successflly performed the function check with the suspect induo at that time. Pt stated that their blood glucose levels were becoming increasingly elevated during the week prior to the onset of the events while using the induo. The pt did not experience any epidodes of ketoacidosis prior to this event. The pt performed no airshots during the week they used the induo, as specified in the manual. The doser had passed a function check prior to use. Unfortunately, the doser has been discarded by the pt, and it will not be possible to perform technical examinations.